Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, b7, d9, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: g1-2, h4. The product involved in the reported event was returned for investigation and visually assessed to exhibit signs of use (wear) and confirming that the bearing is fractured. It is not possible to confirm if all the pieces returned. Due to damage/wear seen, measurements were not taken. The bearing was submitted for further analysis which concluded that possible delamination seen in the middle of the bearing was likely caused by overloading. The possible plastic deformation seen on the inferior side of the bearing may have been caused by the bearing surface slipping out of place with respect to the tibial tray, possibly leaving some surface area of the bearing unsupported and overloading the supported area. However, the possible timeline of the occurrence of these observations cannot be stated with certainty. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item/s and no additional similar complaints for the reported part and lot combination. Medical records provided and reviewed by a health care professional. The primary operation notes do not show any complications or issues during surgery. The review confirmed the reported event. X-rays were received and reviewed by a health care professional, but not further evaluated, as the revision records provide sufficient dictation of findings. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. The revision notes indicate an accident, but further information was unavailable regarding this matter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ (B)(6), oxford uni femoral md, lot # 2675434. (B)(6) oxford uni tib tray sz d rm PMA lot # 2923073. G2 ¿ foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the revision surgery of the right knee it was discovered that the mobile oxford inlay was broken. A new inlay was implanted and the metal components were left in place after examination. Due diligence is in progress for this complaint; to date no additional information or product has been received.